Manufacturer narrative:
Common device name: blood specimen collection device; intravascular administration set. Multiple medical device type: fpa. Result: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed.

Event description:
It was reported the bd vacutainer® push button blood collection set were damaged, no report of medical interventions or serious injury